Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that before putting the patient on the nkv-330 ventilator, the ventilator displayed a 'vent inop' alarm message. There was no patient harm, and the patient was placed on another ventilator. When the biomed engineer powered on the ventilator, the 'vent inop' message was gone. The ventilator passed the circuit check, as did the o2 sensor calibration test.